Event description:
It was reported by the sales representative that the device was used during a surgical procedure. The staple line fired incompletely, which left a hole that had to be sutured. There was no known patient consequence.